Event description:
A malfunction was reported by the customer, which did not adversely impact the customer's blood glucose level. Technical support provided assistance by guiding the customer through the pump reset process. After resetting, the malfunction code did not recur, and the customer was able to continue using the pump without further issues.